Event description:
It was reported that the patient presented to the emergency department with an unusual sensation in the left lower chest noted as phrenic nerve stimulation. The patient described it as a popcorn or vibration and denied a feeling of palpitation. The device interrogation, labs and chest x-ray were all normal. The patient¿s symptoms resolved at the time. It was further reported that the patient stated the phrenic nerve stimulation never fully resolved and still occurred intermittently when seated in certain positions. The lv lead configuration was changed and the stimulation resolved. The left ventricular (lv) lead remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.